Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements up to 134 ohms on the right ventricular (rv) lead. This ICD system remains in service and no adverse patient effects were reported.